Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial#: unknown/not provided. Model #: a complete model # is unknown, as product serial number was not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown; however, was stated as 3 weeks ago approximately (B)(6) 2018. If explanted; give date: unknown; however, was stated as wednesday, (B)(6) 2018. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed if possible. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number as not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient with low cylinder, had a symfony multifocal toric iol (intraocular lens) implanted about three (3) weeks ago. Post-op, it was noted that patient had an error of -1.25 + 1.25x180, which had more cylinder at a different axis. The doctor reportedly planned to exchange lens. Doctor requested assistance with the diopter power or type of lens to use for the exchange. No additional information provided.